Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. Additionally, an analysis of the log file that was provided by the account confirmed elevations in power and flow and one low speed event; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained data from (B)(6) 2019. The fixed speed was set to 8800 rpm and the low speed limit was set to 8400 rpm. Elevations in power and flow were observed on (B)(6) 2019. Several of these power and flow elevations were associated with pi events. It was noted that the pi values were decreased as well (down to 1.8). The power and flow appeared to return to the baseline towards the end of the file. One transient low speed event was captured on (B)(6) 2019. Pump speed was captured at 8320 rpm (80 rpm below the low speed limit) during this time and appeared to occur when the pump power was elevated. The speed appeared to increase back up to the fixed speed following the event. Aside from the transient speed drop, the pump maintained a speed above the low speed limit throughout the log file. It was reported that the patient was admitted with uncontrolled back pain. The patient had injured their back in july. After the lab work was done, the patient was found to have an elevated ldh. The patient¿s total bilirubin was also reportedly elevated. The hospital had concerns for thrombus and stated that the patient was off anticoagulation in april due to a gi bleeding issue. The patient was also subtherapeutic when admitted with an inr value of 1.4. The account provided the patient¿s vital signs and lab results. The patient¿s doppler has been lower in the 60-70s. The patient¿s ldh was 185 in (B)(6) and was found to be 1682 in (B)(6). The patient had a slight elevation in white blood cell, a rising creatine level and total bilirubin. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas with no further reported issues. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas operating manual explains that due to slight fluctuations in pump speed, the actual trigger point for the low speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. It was reported that patient was admitted with uncontrolled pain in their back. The patient injured their back in the beginning of (B)(6). When his lab work was completed it was found that ldh was elevated and his total bili was also elevated. This brought up concerns for thrombus. Patient was off anticoagulation in (B)(6) due to a previous gi bleed. Patient was also found to be subtherapeutic when he was admitted with an inr of 1.4. No additional information was reported.